Event description:
A (B)(6) male pt contacted zoll customer support to report a code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn 59014(B)(4)758 has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was cracked damaging wires. Upon eval, the blue (can l) and green (+3.3v) wires were open in the trunk cable connector. The cause of the service code 204 is the open wires in the trunk cable connector. The cause of the damaged wires is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force placed on the trunk cable. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.